Event description:
This patient was implanted approximately 1 year ago with a gore excluder aaa endoprosthesis. In 2007, this patient presented with abdominal pain to the emergency room. As reported, a CT was taken revealing a type iii endoleak secondary to a disconnect between two devices. The CT also revealed a stable aneurysm. A reintervention was performed. The patient is reportedly doing well. Further information is under investigation.